Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when aspirating a solution of glucose 5% using a 50 ml bd luer-lok¿ syringe with 14 g x 1 1/4" needle, a hcp noticed there was a piece of plastic in the syringe body. It was reported the piece was so large, it could not be aspirated with the solution. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 50pf with open blister lot 1704262p. On visual inspection of the used sample received it can be observed it is filled with liquid and a piece of plastic is floating in the liquid. No damage or molding defect can be observed in the syringe received. On inspection at 10 x of the piece floating inside the syringe, it can be observed it is a broken piece of a plunger of another syringe. DHR of lot 1704262p has been reviewed finding an annotation related to the alleged defect. During assembly process breakage of plungers was detected. Defective samples were rejected and mechanical team repaired the failure detected in the clamp which locates the plunger to be assembled to the barrel. One of this broken pieces that were detected during manufacturing process has fallen inside the syringe without being detected. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. The incident is reported to area manager. Investigation conclusion: defect: piece of broken plunger inside the syringe (foreign matter). It has been received 1 used sample of 50pf with open blister lot 1704262p. On visual inspection of the used sample received it can be observed it is filled with liquid and a piece of plastic is floating in the liquid. No damage or molding defect can be observed in the syringe received. On inspection at 10 x of the piece floating inside the syringe, it can be observed it is a broken piece of a plunger of another syringe. DHR of lot 1704262p has been reviewed finding an annotation related to the alleged defect. During assembly process breakage of plungers was detected. Defective samples were rejected and mechanical team repaired the failure detected in the clamp which locates the plunger to be assembled to the barrel. One of this broken pieces that were detected during manufacturing process has fallen inside the syringe without being detected. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process: visual inspection: printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging : 1 shelf-package per pallet. The incident is reported to area manager. Root cause description: DHR of lot 1704262p has been reviewed finding an annotation related to the alleged defect. During assembly process breakage of plungers was detected. Defective samples were rejected and mechanical team repaired the failure detected in the clamp which locates the plunger to be assembled to the barrel. One of this broken pieces that were detected during manufacturing process has fallen inside the syringe without being detected.